Event description:
I just purchased 2 of the new enamel clean gum toothbrushes and there is something horribly wrong with them. Never have I experienced such an awful degeneration of the bristles. On the first use, the inner white bristles were breaking off into my mouth and within 2 weeks the toothbrush was absolutely trashed beyond use. I am actually concerned that I may have swallowed some bristle bits and consider these toothbrushes hazardous. I have pictures to show the degeneration. I have returned the other toothbrush but kept the used one. I have always purchased gum toothbrushes exclusively, but if this is the direction your quality is going, I will no longer be a customer. I would be happy to send the faulty product back to you, however I do not want another of these toothbrushes as they are absolute garbage and frankly dangerous. I have attached pictures. I do not have the packaging from this toothbrush, but I have attached photos of the other toothbrush I purchased at the time, but have since returned along with photos of the damaged toothbrush after 2 weeks of use.